Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm, but could not reproduce the reported complaint. The instrument was found to have a shifting failure based on log review, but was not replicated during in-house testing. A review of logs showed error code 22030, indicating a curved-tip, stapler 30 sn: (B)(6) failed in its operation on usm1. Msc logs show error 22030 with p1 = 7 (shifting failure), and also show that e-stop was pressed following the shifting failure and that the system detected the srk was used on the instrument. Based on dsp log review, the shifting failure occurred during initialization from the roll state to the clamp state and no tissue was clamped between the jaws. Pn 470530-08, lot t10190305-0048 was installed 8 times and fired 5 reloads (3 green followed by 2 white. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed from the in-house system and retested. The instrument initialized, clamped, fired, and unclamped without any issues. No errors occurred on both attempts. Additional observation(s) not reported by site: the instrument was found to have one or more of the housing snaps broken. Upon inspection, the instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 0.076 x 0.175 in size. The broken housing snaps and broken chassis are typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support engineer (tse) from outside the hospital to report that the staff informed him that the endowrist curved tip-tip stapler 30 was stuck on tissue and they had to use the stapler release key. Caller stated that they were able to remove the instrument and install another stapler to continue, but wanted to know if there were any errors. Tse viewed system event logs and found error 1164 and 22030 indicating no stapler cartridge found and a failure in operation: shifting failure/shifting from clamp to roll (sn: (B)(6)). Tse advised caller to have site RMA the suspected stapler and reload. Caller will follow up with site and advise to RMA instrument. The procedure was completed as planned with no reported injury. On (B)(6) 2021, isi contacted the surgeon and obtained the following additional information about the complaint: during the stapler clamping sequence, the hold time was less than 15 seconds. During the same time , the surgeon did not receive an unclamp failure following an aborted clamp attempt. The stapler release key did not present any issues upon use. There was no adverse effect to the grasped tissue and they did not have to remove any unexpected tissue. There was no bleeding because the stapler was just clamped on the bronchial tissue, the surgeon never got the opportunity to fire the stapler. She stated the patient was an elderly female and couldn't remember anything else about the patient.